Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that during a meniscal repair surgery, a fast fix failed at the moment of t2 deployment, the internal pusher did not return and therefore, the point suture was lost. Surgery resumed after a non-significant delay of less than 30 minutes, with a back-up device. Patient´s condition is stable. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4). . H2: additional information in b5. H11: corrected information in h6 (health effect - impact code).

Event description:
It was reported that during a meniscal repair surgery, a fast fix failed at the moment of t2 deployment, the internal pusher did not return and therefore, the point suture was lost. T1 was removed form the patient. Surgery resumed after a non-significant delay of less than 30 minutes, with a back-up device. Patient´s condition is stable. No further complications were reported.

Manufacturer narrative:
Internal complaint reference case (B)(4). A device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The insertion device was returned in the pret1 setting with no suture or implants returned. There is biological debris on the returned device. A functional evaluation was performed on the returned device and found it does not cycle as designed. The failure to cycle have been determined to be related to the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately. Risk levels are monitored on a monthly basis by design quality as part of the post market surveillance trending process. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force to the device. Based on this investigation, the need for corrective action is not indicated.